Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 14-dec-2022, UDI#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. The notified date is listed as 2021-jul-19 as the event was not considered reportable until the analysis was complete. The catheter was returned and analysis found an anomaly to the catheter/guide wire and identified that the collet was detached/missing from the connector. The pump remains implanted in the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who with an implantable pump. On (B)(6) 2021, it was reported that, during a catheter implant procedure, the hcp was unable to connect the catheter via a collet/c onnector. When the surgeon wanted to connect the catheter ends with the connector, they pushed on the end of the spinal segment to insert it into the hole of the open collet but could not. The hcp decided to change the connector and used a catheter accessory kit for a new connector. No symptoms were reported. No environmental/external/patient factors that might have led or contributed to the issue were reported. No surgical intervention was planned or occurred. The issue was considered resolved at the time of the event. The patient's status was listed as "alive - no injury". Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep). It was reported that this was a new implantation and not a replacement, so no prior catheter issues were noted.